Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the monitor's battery was found to be leaking and battery failure occurred. As a result, an alternate device was employed and the suspect unit was taken out of service. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. There was no reported adverse event to the end user as well.

Manufacturer narrative:
The unit was taken out of service.